Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/+0.5/142 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. The lens was removed intra-operatively. An alternate lens was successfully implanted at a later date. No patient injury occurred and the cause of the event is reported as unknown.